Manufacturer narrative:
The device was inspected by an arjo representative. The inspection revealed that the device is in a good condition. No malfunction was found. However, it was indicated that some parts were missing: safety belt, cushions and head pillow. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was informed that the resident fell from the carino shower chair. It was indicated that the safety belt was not used and the device was in the highest position when the resident was moved. The device was not located on a flat floor during the event. No injury or other medical consequences were reported.

Event description:
Arjo was informed that the resident fell from the carino shower chair as the device toppled over. The resident claimed a pain as a consequence of the fall and was sent for an x-ray. No injury was diagnosed. It was indicated that the carino was moved on a non-flat floor during the event and it was in the highest position with the resident without applied safety belt.

Manufacturer narrative:
The carino device was inspected by an arjo field service technician. The device worked as intended and did not need any repair. There was indicated that the customer did not possess a safety belt, head pillow or cushions. The operating and product care instruction (opci) informs users about proper carino shower chair usage (04.bo.00): "always ensure that the safety straps are in good condition and properly fastened" ¿every week visually check the safety strap. Check the complete length of the strap for fraying, cuts, loose stitching. If the strap is found damaged in any way, replace it.¿ additionally, it was indicated that the device was not located on the flat floor during the event and toppled over. The opci states that: "always ensure that the carino is moved with care, especially in narrow passages and over uneven surfaces." From our evaluation, it seems most likely that the event might be a result of a product labelling not being followed. The device was used with the resident without applied safety belt and the device was not placed on the flat floor during the event. To sum up, the carino shower chair was used for the resident care at the time of event. As per information collected upon the device inspection, no malfunction was identified within the device. However, due to the missing safety belt, the device did not perform as intended. The complaint was decided to be reportable due to the device tipping over resulting in the residents' fall.